Event description:
It was reported that the patient experienced a seroma. The reporter believed that the seroma was in the pocket. The healthcare provider (hcp) took the patient to the operating room (or) to check the catheter and to see if everything looked okay. A leak was suspected but everything looked fine. There was no product issue. A purse string was sutured to be safe and the patient was closed. At the time of this report, the patient status was indicated to be ¿alive-no injury¿. As of (B)(6) 2015, the patient was doing okay. It was noted that the patient had a medical history of a diet issue where he didn¿t have proteins to heal very well. The event was indicated to be the date of this report. The device system was used to deliver morphine and bupivacaine. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter; product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter; product ID 8835, serial# (B)(4), product type: programmer, patient. (B)(4).